Event description:
It is reported that the drill fractured when the surgeon was drilling on order to insert a cortical screw.

Manufacturer narrative:
This report will be amended when our investigation is completed.